Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown secur-fit advanced hip stem.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that the patient, a study subject in the secur-fit advanced post-market clinical study fell and fractured the femur 6 days post-op, resulting in a revision of the stem and implantation of a revision stem.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a periprosthetic fracture involving an unknown secur-fit advanced hip stem was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. It is likely that the cause of the event is related to the patient¿s fall post-op.

Event description:
As of (B)(6) 2014 sales rep advised left hip was revised.